Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a height adjuster was found twisted during a routine inspection. There were no patient or surgical impacts associated with this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned adjuster was examined. The was found to have twisted and fractured. Since this device was found during a regular inspection and it is not known how the device was being used at the time of the failure, the root cause is unable to be determined. However, it is possible that the adjuster was used to install or remove a screw rather than using the device to make small adjustments to the screw's position. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the tip of a height adjuster was found twisted during a routine inspection. There were no patient or surgical impacts associated with this event.